Event description:
The customer reported the system intermittently would not produce x-rays. This error will cause the system to be unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors, and adjusted the 5 volt power supply. The system operates as intended.